Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
(B)(4) referred patient back to surgeon for post op pain that he felt was out of proportion to usual knee surgery pain. Patient also had a bruise. Surgeon added to surgical list that day for a washout and liner change. Surgeon also took samples for further information.